Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report rec'd within the past two yrs involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report.

Event description:
In the event, it was reported that a propex ii apex locator provided incorrect measurements; no injury resulted.